Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked after a drop, the device continued dispensing but the user could not unlock it, and a firmware update was not accepted. Symptoms included no adverse clinical effects reported. Outcomes included replacement planning and continued cgm use with the dexcom app or receiver. Investigation included customer interviews and shipment tracking review. Investigation of this case revealed physical damage to the display component consistent with user handling, resulting in impaired user interface access while infusion function appeared to continue. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.